Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during demonstration, the autoclavable camera head had a bad image quality. There was no patient involvement in this event.

Event description:
The customer clarified they were able to recognize the image when the reported event (image bad quality) occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined. Olympus will continue to monitor field performance for this device.